Event description:
The (B)(6) uses the perkinelmer genetic screening processor (gsp) instrument 2021-0010 in the analysis of newborn screening specimens. The gsp instrument is a fully automated, high throughput batch analyzer for time-resolved and prompt fluorescence analysis of samples in microtitration plates. It is intended for in vitro quantitative / qualitative determination of analytes in body fluids. Reagent kits are used with the gsp instrument to assay blood specimens dried on filter paper as an aid in screening newborns for congenital disorders. The gsp instrument consists of modules which are responsible for defined actions during the assay procedure. The hardware modules are connected by instrument server which manages the interaction of the modules and is responsible for the highest level of instrument control. In addition, each hardware module has one or more elso nodes that drive the module. Each node runs module specific software that implements operations required to run the module. On (B)(6) 2017, a field service engineer made an adjustment to the gsp, serial number (B)(4), instrument settings in response to a manipulator error which occurred (B)(6) 2016. The device parameters were updated from the service program while the gsp remained in manager mode instead of correctly being placed from instrument mode into service mode. When the device parameters were updated affecting a certain elso node of the instrument, the heated incubator control which is controlled by the same elso module became disabled. The instrument was not rebooted before returning it to customer use and therefore the instrument self-diagnostic process to ensure correct operation of the modules did not occur and the malfunction was not detected. Due to these repair errors by the service technician, the temperature control of the gsp heated incubator was not functioning and did not produce warnings/errors to indicate the incorrect temperature. The instrument was rebooted on (B)(6) 2017 after which time the performance was verified to be at the correct temperature. The assays affected by this issue were the gsp neonatal galt (galt) and gsp neonatal biotinidase (btd). The incubator operated at approximately 24°c during the timeframe of (B)(6) 2017. The galt and btd assays require a heated incubation at 37°c. The galt assay is used to measure enzyme activity associated with classical galactosemia, an inherited metabolic disorder. The btd assay is used to measure enzyme activity associated with the metabolic disorder biotinidase deficiency. Following service on (B)(6), the customer noticed a shift in the calibration curves and counts for both assays. Some assay runs failed qc and were repeated. The customer continued to screen with the instrument during investigation of the shift in performance and low counts. When the incorrect incubation temperature was discovered, all samples analyzed during the instrument malfunction, 1400 samples in total, were re-tested. Assay results are compared to set reference ranges and a series of criteria are applied in order to determine a sample as 'within normal limits' (wnl), 'abnormal', 'critical', or 'unsat'. Unsat means unsatisfactory. The criteria are established by the laboratory. The assay determination is reported to the healthcare professional and instructions are added if action is recommended based on the test results. Not all assay result determinations remained the same following repeat testing at the correct temperature. Amended reports were prepared and distributed between january 25th, 2017 and january 27th, 2017 for 46 samples. The following summarizes the test result determination changes for the affected 46 samples: original result for btd was 'unsat-12' but upon repeat testing btd was 'wnl' = 2 of 46 samples. Original result for btd was 'wnl' but upon repeat testing btd was 'unsat-12' = 3 of 46 samples. Original result for btd was 'abn' but upon repeat testing btd was 'unsat-12' = 1 of 46 samples. Original result for galt was 'unsat-12' but upon repeat testing galt was 'abn' = 3 of 46 samples. Original result for galt was 'wnl' but upon repeat testing galt was 'abn' or 'unsat-12' = 37 of 46 samples. The exact distribution date of the incorrect report was not provided to perkinelmer by the customer. The customer has informed perkinelmer that the incorrect report was released between january 5th, 2017 and january 12th, 2017